Event description:
It was reported that during insertion, the anchor broke. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Only the inserter from the reported dynomite 2.0 pk w/needles was returned for evaluation. Visual assessment of the inserter showed no abnormalities. Without the return of the anchor the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: off axis insertion. Not preparing the insertion site with the correct instrumentation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device lot did not meet product specifications upon release into distribution.